Event description:
Dealer is stating that the right camber insert is retracting out of the axel. Dealer tightened the nut and bolt and still not staying in place.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.